Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-00234 addresses the first stent, while manufacturer report # 3005099803-2012-00237 addresses the second stent. It was reported to boston scientific corporation that two flexima bilary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when attempting to release the first stent in the common bile duct, the guide catheter seemed to be stuck; during the attempted deployment, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The second stent was then attempted to be deployed in the common bile duct however the guide catheter also seemed to be stuck; and during the attempted deployment, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. It was confirmed that no pieces of either device detached inside the patient and no other damage was noted to either device. It was reported that the patient anatomy was tortuous but did not seem to influence the stent deployment. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.